Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that: "pt had his left hip replaced on (B)(6) , 2007; approx 6 months after the surgery, the pt started to have extreme pain in his hip and down his femur. Pt stated that the pain feels like an electrical current shooting down his leg. Mr. Has reached out to his surgeon, x-rays were taken and everything looked to be in alignment. Pt would like to know why he is experiencing pain and has agreed for stryker to reach out to dr."